Manufacturer narrative:
Livanova received the lab test report confirming the contamination with mycobacterium species. More information has been requested from the customer, however, no further details have been made available. The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. This procedure was completed on (B)(6) 2017 successfully with final result 0 cfu / ml. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium contamination during maintenance. There is no known patient involvement.